Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the power switch has no alarm, the sieve beds are causing low o2.